Event description:
The hosp reported that during preparation for the endoscopic vein harvesting procedure, the hemopro was initially connected and device self-actuated and would not stop delivering energy. Device was unplugged and reconnected with the same result. The hosp used a second hemopro device, successfully completed the case. No patient complications were reported by the hosp.

Manufacturer narrative:
Investigation results: the investigation was completed, and the returned hemopro device performed to electrical product specification when connected to a reference extension cable and power supply. The reported complaint could not be confirmed. The returned hemopro and cable were again connected to a reference power supply and there was no power delivered. This was a clear indication that the customer's cable was defective and the hemopro was functioning correctly. Continuity tests confirmed that one of the wires in the cable appeared to be open circuit (high resistance). A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.